Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump on 2016-nov-10 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. As per the pumps log, a motor stall occurred on (B)(6) 2016 at 15:58, motor stall recovery occurred on (B)(6) 2016 at 16:11, another motor stall occurred on (B)(6) 2016 at 12:21, and motor stall recovery occurred on (B)(6) 2016 at 05:10. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patients managing physician indicated that a pump motor stall occurred. An alternate hcp went to refill pump and a motor stall had occurred and had not recovered. It was noted that the patient had not gone for magnetic resonance imaging (MRI). The patient was seeing a surgeon on (B)(6) 2016 for pump replacement. No troubleshooting or diagnostic testing was performed. Environmental/external/patient factors that may have led or contributed to the issue was noted as being unknown. The issue was unresolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. The pump was to be returned to manufacturer for analysis. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. On 2016-oct-24 a company representative reported that a motor stall was seen at initial interrogation. The company representative seen the patient the morning of (B)(6) 2016 to read their pump and initial interrogation revealed a motor stall occurred on (B)(6) 2016 at 15:21 and a recovery occurred at 15:34 the same date. The patient did not recently have an MRI performed, however it was noted that the patient confirmed they did have an MRI on that date ((B)(6) 2016). It was further noted that then another motor stall was seen as having occurred on (B)(6) 2016 at 11:44. They had ruled out magnets as a possible cause. They were planning to replace the pump. The pump was noted as having administered fentanyl with concentration 2000 mcg/ml at a dose rate of 1,297 mcg/day and bupivacaine with concentration 20 mg/ml at a dose rate of 12.97 mg/day. On 2016-oct-28 a company representative reported that as per a physician a motor stall occurred and the patient was having withdrawal symptoms. The patient was seen on (B)(6) 2016 for pump interrogation. Another motor stall occurred on (B)(6) 2016 after a MRI which recovered 15 minutes later. On (B)(6) 2016 another motor stall occurred this time without recovery. No rotor study or dye study was performed. The pump was replaced on (B)(6) 2016. When the old pump was interrogated a motor stall recovery had occurred on (B)(6) 2016. The pumps actual reservoir volume was 17 ml; however the expected reservoir volume was 10 ml. The patient was without injury and had recovered without sequela. As per the pumps log, the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 2000.0 mcg/ml at a dose rate of 1,297.1 mcg/day and bupivacaine with concentration 20.0 mg/ml at a dose rate of 12.971 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.